Event description:
Procedure: pelvic organ prolapse. A literature review titled comparison between trans-obturator trans-vaginal mesh and traditional anterior colporrhaphy in the treatment of anterior vaginal wall prolapse: results of a french rct, in the journal of int urogynecol j, doi 10.1007/s00192-013-2075-1, states a prospective study was conducted between april 2005 and december 2009 in 12 french hospitals. One-hundred forty-seven pts were included, seventy-two pts in the anterior colporrhaphy group using 2/0 polyglactin suture, and seventy-five in the mesh group, using ugytex, with both groups presenting with stage 2 or more anterior vaginal wall prolapse. Complications in the mesh group included intra-operative bleeding (1), partial mesh shrinkage (25, with 7 being painful), mesh exposure (7), and re-operation (8). This ftr is for reoperation due to mesh exposure.

Manufacturer narrative:
(B)(4).